Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels reaching 500mg/dl at its highest due to mismanagement of diabetes. The customer received treatment in the emergency room (ER) in the form of fluids and an insulin drip. The customer was released from the ER a day and a half later with a bg level of 150mg/dl and in a stable condition.